Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a slow drip in the hydropneumatic area of the unicel 600i synchron access clinical system. Customer reported that the drip appeared to be coming from the pump box and that a few drops were dripping onto the top of the wash buffer bottle. Customer reported that quality control results were erratic. Customer reported that no patient samples were run. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the waste tubing in the closed tube aliquotter module was not secured. The fse replaced the tubing with all fittings. The fse then primed multiple times and found no leaks. The fse determined that the instrument was running according to specifications.

Manufacturer narrative:
(B)(4).